Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a derailed pitch cable at the clamping pulley upon removal of the housing at the backend of the instrument. The pulley did not exhibit any wear. Other backend cables were not damaged. Additional observation not reported was the distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.

Event description:
It was reported that during a da vinci prostatectomy procedure, the fenestrated bipolar forceps instrument worked opposite of how it was supposed to - meaning if doctor turned to right wrist went left. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.